Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "will not run." It is unknown if the device was used in surgery due to the device being left on reporter's desk with repair tag. There were no injuries or medical intervention reported. There was no additional information provided.